Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor or rewind error. The customer blood glucose level was unknown. Customer also stated that act button had to be pressed very hard and non-responsive. Customer stated that scratches on screen and threads on battery compartment was worn a little. The device will not be return for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened esc, act, up and down button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed the displacement test, rewind, self test, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No unexpected rewind anomalies noted. No motor error alarm noted. Motor passed motor test. Device received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.